Manufacturer narrative:
The returned sensor was evaluated. During inspection, the sensor failed visual analysis due to a torn outer jacket at the bend relief area of the m15 connector. Eeprom content verification did not identify any issues. The sensor passed continuity testing and was determined to be functioning as designed.

Event description:
The customer reported: "intermittently losing signal." No patient impact or consequences were reported.